Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The comm express/carrier board set was replaced and software was reloaded at level at v10 sp04.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate as expected. There was no report of patient injury.